Event description:
This is a spontaneous case report received via social media on 15-jun-2016 from a consumer in (B)(6). Reporter commented that device got moved in a patient of unspecified age who used essure (fallopian tube occlusion insert) and it caused problems and that she did not live. Reporter stated that there is a lot of risk with the use of these devices. Company causality comment: this non-medically confirmed case report was received via social media. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device got moved and it caused problems and she did not live. Essure movement is listed according to essure's reference safety information, while the reported death is unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, although the exact mechanism of the reported device movement is not known; given its nature causality with essure cannot be excluded. Regarding consumer's death, minimal information was provided and the problems she experienced were not specified. Therefore, causality with the suspect insert cannot be assessed. This case was regarded as incident, due to the serious injury reported. Follow-up information and a product technical analysis are being sought.

Manufacturer narrative:
Follow up information received on 13-oct-2016 from consumer via legal department: this report is considered legal case from this date forward. Essure was inserted on (B)(6) 2013 for permanent contraception. On or about (B)(6) 2015, the plaintiff saw her doctor and underwent a right salpingectomy and hysteroscopy. The essure device in her left fallopian tube migrated to the abdomen and broke into several pieces. In (B)(6) 2016, she had another surgery to remove the remaining three pieces of the essure. Unfortunately, they were only able to recover one of the fragments at that time. She also had a left-sided salpingectomy on this day. She will likely have to undergo several more surgeries to remove pieces of the essure device still in her intestines. Company causality comment: this non-medically confirmed legal report (initially identified via FDA-hosted docket website) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant approx. 1 year after insertion (interpreted as device ineffective; outcome elective abortion). One year later, right coil was removed along with right fallopian tube, but left could not be located during surgery. CT scan showed left coil fragmented in three pieces and migrated out of fallopian tube / two in the fatty tissue around her small intestines, one in the wall of her colon (seen as device breakage and device migration). One year later, new surgery was performed to remove the broken fragments and perform salpingectomy left, but only one of the three fragments could be removed. Further surgeries were planned to remove the retained fragments. The initial event medical device removal was deleted after follow-up clarification. All events are serious due to medical significance and anticipated in the reference safety information for essure, except for device breakage which was considered anticipated upon receipt of product technical analysis. Non-serious events were also reported. Unintended pregnancy can occur with any contraceptive methods. For fallopian inserts the risk increases in case of tubal patency. Although it was not reported if tubal occlusion had been diagnostically confirmed, pregnancy is conservatively assessed as related to essure. Concerning the coil breakage and the migration, no alternative explanations or circumstances possibly triggering the breakage were mentioned, thus the causality is also conservatively assessed as related to essure. The case was categorized as incident due to the required interventions. A quality-safety assessment resulted in an unconfirmed quality defect, as no batch number or complaint sample were available. No active follow-up is pursued, further information will be obtained through the litigation process.

Manufacturer narrative:
Upon internal review it was noted that information was incorrectly submitted on 11/7/2016. The information was correctly submitted to 2951250-2015-01094.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure got moved") and death ("it caused problems and that she did not live") in a female patient who had fallopian tube occlusion insert inserted. On an unknown date, the patient had fallopian tube occlusion insert inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Death occurred on an unknown date. By the time of death, the device dislocation outcome was unknown. The reporter provided no causality assessment for death and device dislocation with fallopian tube occlusion insert. Most recent follow-up information incorporated above includes: on 7-jun-2017: device evaluation received. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure got moved") and death ("it caused problems and that she did not live") in a female patient who had fallopian tube occlusion insert inserted. On an unknown date, the patient had fallopian tube occlusion insert inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Death occurred on an unknown date. By the time of death, the device dislocation outcome was unknown. The reporter provided no causality assessment for death and device dislocation with fallopian tube occlusion insert. Amendment: the report was amended on 28-jan-2019 for the following reason: country of incidence and country of reporter changed to (B)(6). Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No new follow-up information was received from the reporter. Device dislocation is listed according to essure's reference safety information, while the reported death is unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, although the exact mechanism of the reported device movement is not known; given its nature causality with essure cannot be excluded. Regarding consumer's death, minimal information was provided and the problems she experienced were not specified. Therefore, causality with the suspect insert cannot be assessed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.